Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed with repeated motor error alarms. The insulin pump was not returned for analysis.